Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease observed, on the device. Brown particles observed. No further actions are required, as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2, b3, , b6, d.1, d.4, h.4, h.6.

Event description:
Healthcare professional reported a capsular contracture, baker grade IV . Devices remains implanted. This relates to the left side.

Event description:
Healthcare professional reported a capsular contracture, baker grade IV . Devices remains implanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.